Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a watchman procedure. The physician mentioned that the device was unable to successfully cross the atrial septum. Later, the watchman flx pro laac device was attempted, but non-successfully due to release criteria not met- position (too distal). The patient was continued on aspirin. It was also noted that a transesophageal echocardiogram (tee) assessment revealed one left atrial appendage (laa) lobe of windsock morphology with an ostium diameter of 28.2 mm and length of 34.1 mm. Troubleshooting methods have not been specified. Procedure outcome is unknown, patient was discharged the following day. No patient complications reported. Product return status is currently unknown. Study name: (B)(6).